Event description:
The lay user/reporter called lifescan (lfs) in december 2005, and alleged that her family member's meter was reading inaccurately high. The medical affairs specialist mailed a letter the next day since the user could not be reached by telephone for further clarification. 3 days later at 5:00 pm, the pt obtained a result of 114 mg/dl. At the time of testing, "she was not herself, childlike, a different person" according to the reporter. The paramedics were called and upon arriving, 10 minutes later, they obtained a result on their meter of 49 mg/dl. Prior to the paramedics arriving the pt was given something to eat and drink. The pt was given glucose and taken to the hosp, where she was given more glucose. The pt's oral diabetes medication, avandia, was discontinued. She was released from the hospital at 11:00 pm. It would have been helpful to know: what the pt's last result was prior to the symptoms and what, if any, medication were taken based on that result. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed a control solution test, which passed. This complaint is being reported as an adverse event because the pt obtained a "normal result" at the time of low blood glucose symptoms and although the pt was given something to eat/drink after testing, had her family known she was much lower, she may have been treated more aggressively prior to the paramedic's arrival. A replacement meter has been sent.